Event description:
It was reported that the patient presented with oversensing of low amplitude lead noise exhibited by their right ventricular (rv) lead. No intervention has been performed. There were no patient consequences.